Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented in the clinic with driveline infection. There was yellow drainage present and the culture was positive for group b streptococcal. The patient denied any trauma to the site. The patient was instructed to start applying gentamycin drops to the site with every daily dressing change and to report back if the drainage did not improve.